Manufacturer narrative:
The reported information and the device log file were analyzed. Within the log file analysis, the reported restart of the c500 could not be confirmed. The log file revealed that the safety software triggered a warm start of the ventilation unit on (B)(6) 2019 at 7:31 pm in reaction to a temporary memory access problem in device software. After the successful restart of the ventilator the cockpit infinity c500 posted the alarm message "ventilation unit restarted" to inform the user about the restart. In case of a warmstart of the ventilation unit, the emergency-breathing valve opens to ambient allowing for spontaneous breathing and the device generates appropriate alarms. After successfully performing the warmstart, ventilation is continued with the latest user set parameters. A several day test run of the ventilator was performed at the customers site. The event could not be duplicated. The safety software of the device reacted as specified on a memory access problem and triggered a warm start of the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a case the c500 restarted and during the restart, the ventilator stopped working. There was no patient injury. The error in the logs 000768.32925 indicated that these logs need to be evaluated by (B)(4).